Event description:
In 2008, the patient reported that while having an MRI his infusion device began beeping continuously and the screen was blank. He stated he pressed "all kinds of buttons to get it to stop but it wouldn't". To troubleshoot, the patient was instructed to remove and reinsert the battery. The patient stated that the infusion device reset but then he received an e8 (power interrupt) error. Per the user's manual, patients are instructed not to use the infusion device near electromagnetic fields such as an MRI. Electromagnetic fields may cause an e7 (electronic) error to occur. The patient stated he was unsure if he received an e7 error because the display of the infusion device was blank. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.